Manufacturer narrative:
This is one event (cardiovascular) for the same pt involving three separate products; associated MDR #1225714-2014-05576, 1225714-2014-05577, 2937457-2014-01417.

Event description:
The plaintiff's attorney alleged that the plaintiff experienced a cardiovascular event on or about (B)(6), 2008 after the use of the product.